Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to have some leds which did not illuminate on the upper led digits display. Internal inspection indicated no anomalies which could have contributed to the reported failure mode. All upper led (d4) voltages were measured to be within acceptable limits. The issue was no longer present following led testing. A service history record review reveals that this unit was in the field for over three years with no previous reported issues related to this reported event. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a missing display segment. No consequences or impact to patient were reported.